Manufacturer narrative:
Analysis found that there was no significant anomaly with the catheter (pli 20). The catheter was found to be damaged at explant. Updated codes applied to catheter pli 20- eval code-conclusion. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant components include: product ID 8780 lot# serial# (B)(4) implanted: (B)(6) 2017 explanted: product type catheter. Product ID 8781 lot# serial# (B)(4) implanted: (B)(6) 2017. Explanted: (B)(6) 2017 product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer's representative regarding a patient who was receiving 10 00mcg/ml baclofen at 638mcg/day via an implantable infusion pump for an unknown indication for use. It was reported that the patient was receiving suboptimal therapy. The healthcare professional believed there was an issue with the catheter that was placed on (B)(6) 2017 so they replaced the catheter and sent the replaced catheter back to the manufacturer for analysis.  There were no environmental/external/patient factors that may have led or contributed to the issue. It was unknown what diagnostics and troubleshooting was performed. The issue was reportedly resolved at the time of the report. The patient's status was reported as "alive-no injury." No further complications were anticipated/reported.